Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited impedance out of range and no capture in multiple configurations, due to dislodgement. The lead was explanted and replaced.